Manufacturer narrative:
The device was returned to the manufacturer for investigation. After decontamination, a visual inspection was performed. No pre-existing defects were identified. The height of each leaflet has been verified and it resulted in conformity. After decontamination, the valve was visually inspected. No element of non-conformity has been highlighted. The dimensional analysis showed absence of dimensional irregularity, confirming that the returned pvs 23/m valve meets the specifications. The collapsing procedure performed with the returned valve and a demo accessory kit was completed with no issue. During the simulation of the valve deployment in silicon aortic roots #21 and #23, no problems were encountered during the ballooning phase: the sealing at the annulus level is guaranteed and the valve remained fixed within the annulus. Then, inserting some water in the aortic roots from the outflow side, no paravalvular leaks were observed during both the simulations. Considering the static conditions of the test the water level remained stable under the leaflets free edge. Furthermore, the manufacturing and material records for the percival heart valve, model #icv1209, s/n # (B)(6), including the nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) percival heart valve at the time of manufacture and release. Based on the performed analyses, it is possible to exclude any relationship between the device and the reported issue. A possible root cause for the observed regurgitation could be reasonably related to some difficulty in the deployment steps (i.e. Device malpositioning).

Manufacturer narrative:
Based on the performed analyses, it is possible to exclude any relationship between the device and the reported issue. A possible root cause for the observed regurgitation could be reasonably related to some difficulty in the deployment steps (i.e. Device malpositioning). Ultimately, based on the medical judgment received, no relation between the device and this event was identified and the root cause of the reported event was attributed to the procedure. As such, no further investigation is warranted and the case is considered closed at this time. As explained in the perceval valve instructions for use, "a removed perceval prosthesis must not be re-implanted, because its integrity is no longer ensured." As such, the decision to re-collapse and re-implant the same valve was made off-label.

Event description:
On 09 july 2021, a perceval valve pvs23 was attempted to be implanted as follows: 23/m size was selected by sizing. After implanting, it was judged that the annulus was visible (i.e. Perceval valve mispositioned), and the same device was collapsed and indwelled again, but a leak equivalent to moderation was observed from the rcc side. It was judged that there was no improvement and the valve was explanted. Judged as 23/m by sizing again for the new valve to be used. This time, the valve was implanted with a new valve and a new kit, and finished without any leaks. Cross-clamp time was extended for about 30 min. Total cross-clamp time was 103 minutes, midline incision, with CABG×1(lita-lad), and no problem observed in the patient condition at the procedure. The patient had a good outcome. No device malfunction was noted with explanted device. The root cause of the leak was not identified per the surgeon's assessment. However, the surgeon assessed that there is no relation between the device and this event, and assessed that this event occurred related with procedure.

Event description:
On (B)(6) 2021, a perceval valve pvs23 was attempted to be implanted as follows: 23/m size was selected by sizing. After implanting, it was judged that the annulus was visible, and the same device was collapsed and indwelled again, but a leak equivalent to moderation was observed from the rcc side. It was judged that there was no improvement and the valve was explanted. Judged as 23/m by sizing again for the new valve to be used. This time, the valve was implanted with a new valve and a new kit, and finished without any leaks. Cross-clamp time was extended for about 30 min. Total cross-clamp time was 103 minutes, midline incision, with CABG×1(lita-lad), no problem observed in the patient condition at the procedure.